Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the pushing rod was fractured. The 30% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During procedure, outside the patient, it was noted that the pushing rod was fractured when the cutting balloon catheter entered the sheath. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Hospital. E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the pushing rod was fractured. The 30% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10 mm x 2.25 mm wolverine coronary cutting balloon monorail was selected for use. During procedure, outside the patient, it was noted that the pushing rod was fractured when the cutting balloon catheter entered the sheath. The procedure was completed with another of the same device. There were no patient complications.